Event description:
It was reported that the user experienced hypoglycemia to 66 mg/dl after a prior hyperglycemic episode up to 330 mg/dl, with concern that the system delivered an overcorrection before the low; the user treated the low with oral carbohydrates, then proceeded with a meal and standard meal announcement guidance, and no alerts or alarms were reported. Symptoms included low blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included recovery to target range without medical intervention, hospitalization, or ketone testing. Investigation included complaint handling and clinical troubleshooting with user education on not announcing carbohydrates used to treat hypoglycemia and on standard meal announcements for subsequent meals. Investigation of this case revealed user behavior consistent with overtreatment of hypoglycemia and timing of meal announcements as contributing factors to the glycemic fluctuation. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors with no confirmed device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.